Event description:
The pt went to see the physician at the hosp after receiving a shock from the ICD. The physician observed inappropriate therapy caused by lead noise and scheduled a lead revision. During surgery they observed an insulaiton break in the rv02 lead and fluid inside the sv02 lead insulation. Both leads were explanted.